Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant painand failed back surgery syndrome. It was reported the pump was alarming and the personal therapy manger showed code 8476 meaning motor stall. It was unknown what environmental/external/patient factors may have led or contributed to the event. No diagnostics/troubleshooting was performed. No actions/interventions were taken to resolve the motor stall. No symptoms were reported. It was noted that the issue was not resolved at time of report, and the patient's status at time of report was alive-no injury. It was noted that surgical intervention did not occur and it was asked, but unknown if surgical intervention was planned. The patient's weight was unknown. The event date was noted as (B)(6) 2018. No further complications were reported/anticipated.